Event description:
The patient reported that the pump lost power five times the morning of the call and one time the afternoon of the call. The patient noticed issue immediately. He had no blood glucose excursions. He reported that the battery was replaced two weeks ago. The alarm history was reviewed and no associated alarms.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the battery cap returned with the pump was found to have stripped threads, and would not properly secure to the pump. A test cap was used during evaluation. The pump powers on appropriately with the test cap. The pump was exercised for 24 hours with no power issues occurring. A review of the pump history indicated that rebooting had occurred which could not be duplicated during testing. The complaint regarding power loss could not be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.